Manufacturer narrative:
Updated results and conclusions code. The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to device occlusion.

Manufacturer narrative:
Conclusion not yet available ¿ evaluation in progress. Jhjr062502j/15748218 (B)(4).

Event description:
On (B)(6) 2016, the patient underwent an endovascular procedure using gore® viabahn® endoprosthesis for the purpose of achieving hemostasis of the most distal anastomosis of the saphenous vein bypass grafts at the right superficial femoral artery. It was reported that the patient's condition was extremely poor prior to the procedure. The device was implanted with no issues, with most of the proximal portion in the bypass grafts. The final angiography confirmed that hemostasis was achieved and no endoleaks were observed. The patient tolerated the procedure, and was doing well after the procedure. On (B)(6) 2017, it was reported that the device occluded. The physician stated that the cause of the occlusion was unknown; however indicated that the patient's poor pre-existing condition might have contributed to the occlusion. As the patient was not well enough to bear further intervention, the physician elected to monitor the patient in intensive care unit.